Event description:
The representative reported that three days after trial lead placement, the electrode fractured and a fragment of the distal tip, from electrodes 0-7, remained under the skin. The detached piece was subsequently removed during placement of the scs system; there was no injury to the patient, no tissue damage was detected. The patient was reportedly doing well after the implant procedure.

Manufacturer narrative:
Final device analysis reults revealed the lead was cut thru as received; suspected explant damage. The distal tip was not returned for inspection. The product segments returned for evaluation showed no significant anomalies.